Event description:
Leaking from the soft "wye" on the 4:1 bridge of the cardioplegia custom pack line on the inlet side. Opened off the shelf 4:1 plegiox pack to replace.

Manufacturer narrative:
The returned kit was hooked up to an air pressure line and it as verified that one of the soft y-fittings in the kit leaked. The leak occurred on the overlap joint, between the pvc tube and the y-fitting on the inside of the joint. Subsequent to the leak investigation, the leaking y-fitting from complaint (B)(4) was sectioned away from the rest of the kit, dissected and reviewed under microscope. Upon review, a channel where no solvent is present is present was visually observed on both the tuve and the pvc tube in the area where the leak occurred. In order to verify this is not a trait that occurs on all of the overlap joints, a second y-fitting from the same kit, which did not leak was dissected and reviewed under microscope and there were no channels observed. This is evidence that the leaking of the joint was due to a channel between the y-fitting and the pvc tube. The next step was to determine what cause the channel and to determine why the leaks weren't detected since all subassemblies are put through a 100% in process leak inspection after bonding at a pressure between 14.5 psi-14.93psi for 15 seconds. A potential reason for the channel to occur is that the samples were leak tested too soon after bonding and the air pressure caused the channel in the parts that were not allowed to cure long enough. An alternate reason is that the solvent was scraped off during the insertion of the tubes into the y-fitting. Regardless of the cause for failure, the leaking y-fittings were not detected during 100% leak inspection. This may be due to the fact that the leak test is 15 seconds long, five (5) of those seconds are used to fill the subassembly and the remaining ten (10) seconds are testing the sample. That total test time may not have been enough to verify the leaking sample. During the investigation, it was learned from the germany site that the leaking y-fitting has also occurred there and, in order to resolve the issue, the pvc tube is stretched prior to solvent bonding it into the y-fitting to provide a tighter fit between the two components and that additional manufacturing step has resolved the issue. Immediately upon learning of this,a deviation to the process (rfd 36027) was initiated to implement 100% inspection of the pvc tube od and a tube stretching procedure prior to solvent bonding these two (2) components. In addition to the physical review of the failed product, the product specifications for both the adapter connector and the pvc tube were reviewed to determine if there were any tolerance issues that could lead to a leaking joint. In this case, the joint is a solvent bonded joint and would require a small interference fit in order to provide a secure, leak free joint. The specifications for the components indicate that the ID of the adapter connector and the od of the tubing; at worst case, will be a line to line fit at the outer edge of the adapter connector and there will be an interference fit throughout the inside of the connector. In conclusion, the root cause of the leaking parts can be attributed to the channel between the pvc tube and the y-fitting. The tube stretching has been implemented to mimic the preventative actions performed at the germany/turkey sites to address the same issue. An additional 100% tube od inspection has also been added to provide further confidence that a properly sized tube is being bonded to the y-fitting. Based upon the findings of this investigation, after the y-fittings have been solvent bonded, a 15 minute wait will be instituted prior to leak testing and the leak testing time will be increased to a total of 40 seconds (20 seconds fill & 20 seconds test). It is believed that a combination of the stretching I inspection, specified cure time and longer test time should resolve this issue. (B)(4).